Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. However, this could have happened after the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels didn¿t get the scale printed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 5th complaint for lot # 9303251 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: it may happened during syringes assembly line and printing process. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of bd 60ml syringe luer-lok¿ tips experienced missing scale marking. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 9303251. Per phone call: the pharmacist at s user facility called and stated they have over 10 + 50ml syringes with missing graduated markings.